Event description:
A customer contacted beckman coulter inc. (Bci) in regards fluid leak in the hydro pneumatic tray drip; however, the customer was unable to locate the source of the leak.no injury or exposure to the leak has been reported.

Manufacturer narrative:
The customer could not find any loose tubing fittings or canisters. A bci field service engineer (fse) repaired pinhole leaks on 3 hydro valve tubings. Fse primed x 40 and no further leaks seen. This issue has been resolved.